Event description:
A pt needed to replace the transfer set, because of leaks of the peritoneal dialysis fluid through the tubing. The occluder feet are broken so leaks can be observed with the minicap is reomoved. The reported set was placed in 01/2005." There was no pt injury or medical intervention associated with this incident.